Manufacturer narrative:
The investigations did not identify a product problem for both events. The cause of the events could not be determined. There were no follow up/corrective actions for both of the events. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 2 malfunction events. Erroneous high results were generated by a cobas 6000 e 601 module and a cobas e 411 immunoassay analyzer. The events involved a total of 2 patients with the following: two erroneous result for elecsys ca 125 ii. One patient's age was (B)(6). The remaining patient's age was requested, but not provided. The patients' weights were requested, but not provided. There were 2 females. The patients' races were requested, but not provided. The patients' ethnicities were requested, but not provided.